Event description:
Five months after a partial right nephrectomy, I was diagnosed with an incisional hernia. The surgeon used proceed mesh to repair the surgery that was to take one hour. Due to heavy scarring, the procedure took 4 1/2 hours. I have complained of right flank pain since the surgery and have numerous CT scans and hospitalizations, only to be repeatedly told the hernia repair is still in place. I currently am in chronic pain unable to take care of daily basic functions. The more I move the more pain I have. I have seen countless specialists and was not referred to a pain management specialist to learn how to "deal" with the pain. The pain has gotten considerably worse in the past 6 weeks and I am afraid if I continue down this path my life will be in danger. I have repeatedly expressed by concern with the mesh, but been ignored. I have a bulge and a constant burning pain on my right side that increases with movement. I also get electrical shocks in this area and I am having problems with constipation followed by severe diarrhea. I am no longer able to care for my family and I am on the verge of losing my job.